Event description:
The customer reported that there was a communication error message. The field engineer noted that the workstation locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.